Manufacturer narrative:
An evaluation of the reported event by a lumenis medical subject matter expert concluded the probable root cause to be operator error resulting from treatment of an anatomical area not intended to be treated for laser hair removal. An examination of service records for the subject device concluded that no related malfunction was reported or observed.

Event description:
It was reported that a pt sustained scarring and hypopigmentation to the labia minora after laser hair removal treatment with a lightsheer laser.